Event description:
It was reported via repair work order that the right calf support is not locking into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the right foot rest was unable to lock and the release button was stuck in due to the patient right upright being corroded with fluid intrusion. It was also reported that the patient right foot positioning subassembly/abduction was unable to lock due to the patient right foot ring abduction gear being broken and not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the right foot rest was unable to lock and the release button was stuck in due to the patient right upright being corroded with fluid intrusion. It was also reported that the patient right foot positioning subassembly/abduction was unable to lock due to the patient right foot ring abduction gear being broken and not engaging.